Manufacturer narrative:
Block h6: imdrf device code a090208 captures the reportable event of poor-quality image.

Event description:
It was reported to boston scientific corporation that an exalt model d single use duodenoscope was used during an endoscopic retrograde cholangiopancreatography (ercp) to treat stones, on (B)(6) 2023. During the procedure, the image quality was compromised by blurriness. Additionally, it was reported that the lens cleaning did not work as intended. Thus, the air/water buttons were changed; however, the issue persisted. As a result, the scope was exchanged for a new exalt model d scope and the procedure was able to be completed. No patient complications were reported as a result of this event.